Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4). Unknown manufacturer: (B)(4).

Event description:
It was reported that 3 unspecified bd needles contained foreign matter. The following information was provided by the initial reporter: "device is with glue excess in the needle extension."

Event description:
It was reported that 3 unspecified bd needles contained foreign matter. The following information was provided by the initial reporter: "device is with glue excess in the needle extension."

Manufacturer narrative:
H.6. Investigation: there was no sample or photo available to bd for evaluation. Therefore, bd was unable to perform a thorough investigation to verify the reported issue. Since, an investigation could not be performed bd was unable to determine a possible root cause. A review of the device history record could not be performed as the lot number was unknown.